Event description:
It was reported that the ventilator did not pass pre-use check due to leakage. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info regarding the event has been requested. A supplemental medwatch will be provided when investigation is finished. (B)(4).